Event description:
A dealer has called to report that 4 support brackets from the cross brace to side frame assembly broke. No report of injury.

Manufacturer narrative:
(B)(4).

Event description:
A dealer has called to report that 4 support brackets from the cross brace to side frame assembly broke. No report of injury.